Manufacturer narrative:
For the moment, we don't know if the issue is related to the hardware (not approved in the us) or to the software (approved in the us or similar).

Event description:
Reportedly, it was difficult to interrogate a platinium device with two tablets. After switching off/on one of the tablet, the platinium could be interrogated and the tablet was sent to microport for investigation.

Manufacturer narrative:
Upon reception, the subject tablet was investigated and the reported issue could not be reproduced; the interrogations went smoothly. The analysis of the recorded files showed that during its use on (B)(6) 2025, with the cpr4 telemetry head, the environment was noisy (electrical noise interference caused by other machines positioned too close in the room). The fact that all leds were lit means that the implant being interrogated is close enough for communication to occur. This does not mean that the interrogation is taking place under optimal conditions or without interference. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, it was difficult to interrogate a platinium device with two tablets. After switching off/on one of the tablet, the platinium could be interrogated and the tablet was sent to microport for investigation.

Event description:
Reportedly, it was difficult to interrogate a platinium device with two tablets. After switching off/on one of the tablet, the platinium could be interrogated and the tablet was sent to microport for investigation.

Manufacturer narrative:
For the moment, we don't know if the issue is related to the hardware (not approved in the us) or to the software (approved in the us or similar). For the moment, we don't know if the issue is related to the hardware (not approved in the us) or to the software (approved in the us or similar). Smartview version 3.18 is installed. The reported issue is not confirmed upon the subject product receipt. The tablet works normally with a platinium or an ulys. Further investigation has started.